Event description:
Wife applied to husband's back in morning and removed 10 hours later, to show blister and open wound. Wife talked to poison control center and they advised cool compress and covering area to help prevent infection. They also advised seeing doctor if symptoms did not show signs of improvement or showed signs of infection over next several days.